Event description:
It was reported that this lead was explanted for an unspecified reason. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was explanted for an unspecified reason. No additional adverse patient effects were reported. The boston scientific (bsc) local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that this atrial lead was an attempted implant due to high threshold measurements in both unipolar and bipolar configurations. Measurements did not improve despite multiple position changes. A bsc replacement lead was successfully implanted. No adverse patient effects were reported. The attempted lead is expected to be returned for evaluation.